Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification to "load a cartridge to resume insulin," despite having loaded a cartridge. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer was able to successfully reload the cartridge.